Manufacturer narrative:
It was not possible to do an analysis, yet as the dentist sent in a complaint letter with some pictures and went directly into vacation. A call with the office showed that nobody else knows something about the incident and the tools are not available for the other associates. As soon as the dentist is back from vacation, we try to get the tools for analysis and send a follow-up report. Incident occurred in (B)(6).

Event description:
During a dental surgical treatment (removal of tooth root), the used tool (a lindemann-cutter) was pulled out of the clamping system of the handpiece and lost in the open wound. The dentist recognized this event, had a short look but was unable to identify where the tool has been gone, and decided to proceed with the treatment. When he had finished the treatment, a post-operative x-ray showed that the missing lindemann-cutter was located in the maxillary antrum. It was necessary to re-open the sutural again to remove the lost tool. Customer is complaining that a faulty handpiece caused the incident.